Event description:
The manufacturer received information alleging a ventilator service required alarm occurred. There was no harm or injury reported. The device was evaluated by a third party field service engineer and the customer¿s complaint was confirmed. The device's oxygen blending module assembly was replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator service required alarm occurred. There was no harm or injury reported. The device was evaluated by a third-party field service engineer and the customer¿s complaint was confirmed. The device's oxygen blending module assembly was replaced to address the issue. The oxygen blending module assembly was evaluated by the manufacturer's product investigation laboratory (pil) and found the oxygen blending module assembly functioned as designed and operated without issue or error codes.